Event description:
It was reported that the devices were used during laparoscopic cholecystectomy. The tips of the clips were not coming together on both devices. Another device was used to complete the case. There were no consequence to the pt.

Manufacturer narrative:
Instrument a: broken floor. Instrument b: batch# d9ea1g, exp date: 09/19/2012; mfg date:10/19/2007. Eval summary: the analysis results confirmed that the er320 instrument a was nonfunctional. The floor was found to be broken and missing. The instrument was cycled and malformed two clips due to the condition. The er320 instrument b was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.